Event description:
It was reported that the patient's driveline had a tear in it and there were no audible alarms reported by the patient. Technical services reviewed the patient's log files and found no evidence of any driveline issues. The tear was confirmed to be cosmetic only. There were no other notable alarm conditions or parameter changes in the log file until there was a driveline disconnect at the end of the log file on (B)(6) 2021 at 14:05.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's driveline had a tear in it and there were no audible alarms reported by the patient. Technical services reviewed the patient's log files and found no evidence of any driveline issues. The tear was confirmed to be cosmetic only. There were no other notable alarm conditions or parameter changes in the log file until there was a driveline disconnect at the end of the log file on (B)(6) 2021 at 14:05.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the silicone jacket of the patient¿s driveline could not be confirmed as no photographs were submitted for review and no product was returned for evaluation. The account reported that the driveline had a tear. The account later reported that rescue tape was applied to secure the driveline. The patient had a driveline disconnected event in their log file associated with a reported controller exchange. No other notable events or alarms were captured. The pump appeared to operate as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii lvas instructions for use (IFU) is available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The driveline disconnect alarm was associated with a system controller exchange due to superficial jacket damage found on the black power lead.